Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that at 0900 she took 9 units of regular insulin and then ate a meal. She reported an aviva blood glucose result of 365 mg/dl at 1135. Twenty minutes later, she lost consciousness, woke up 1 hour later in the hospital. The doctor said the incident was due to low blood glucose. A request was made for the return of the meter and strips, replacement sent.